Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, high pacing threshold measurements and low amplitude. The patient is not pacemaker dependent and there was no asystole of more than 2 seconds reported. A lead conductor fracture was suspected. The lead was explanted and replaced successfully. The lead was discarded at the facility and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.